Event description:
It was reported that the channel sheath was inserted over the guidewire in the left atrium after transseptal puncture with another sheath. During the first circumferential ablation using a mesh ablator the doctor noticed that blood was flowing out of the sheath and the sheath was drawing air.